Event description:
It was reported that the patient experienced a bacterial infection, coincident with peritoneal dialysis (pd) therapy. The patient was prescribed voncon for the infection (4g, route and frequency not reported). It was not reported if the patient was hospitalized for the reported event. The outcome of the infection was not reported. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted. This report is for an unknown minicap while (B)(4) addresses the titanium adapter report, (B)(4) addresses the automated pd set with cassette and (B)(4) addresses the transfer set report for this patient.